Event description:
It was reported that a spectrum pump had an intermittent occlusion problem. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device and found it was out of spec in relation to the reported symptom, intermittent occlusion problem, which was not reproduced but was confirmed through a review of the device event history log by the presence of upstream occlusion alarms in the log. The ultrasonic sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air-in-line and upstream occlusion alarms. The upstream sensor was replaced.